Event description:
Upon follow up, dlk is reported to be resolved.

Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
A center director reported that a patient was found with grade 2 dlk. The patient complained of dry eyes and blurry vision. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.